Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the insulin pump was exposed to water and has button issues. The customer's dad took the battery out and received a battery out limit. It was also reported an unexpected restart alarm occurred with the insulin pump. The customer also reported receiving the unexpected restart alarm during the troubleshoot. The customer's blood glucose was unknown. The insulin pump will be returned for analysis.

Manufacturer narrative:
The insulin pump was received with esc, act down and up arrow buttons unresponsive due to corroded keypad traces. No unexpected numbers ramping/scrolling on their own noted. Unable to verify unexpected restart alarm, battery out limit or perform the self test, unexpected restart error test, displacement, rewind, basic occlusion, occlusion, prime and excessive no delivery tests due to button keypad anomaly. Pump passed stop current test. No vibrating anomaly or beeping anomaly noted. The insulin pump had cracked case at display window corner, battery tube threads, reservoir tube lip, minor scratched and cracked display window.